Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had a tingling sensation at the battery site. The patient stated he had not been using his ins for a while because his condition had improved. The patient stated he has a CT scan planned on monday and when he was using the controller to turn his stimulation on/off he noticed a tingling sensation where the battery is implanted. It was unknown whether the tingling sensation was a sudden change in therapy. The patient had the ins implanted in the (B)(6) about 15 years prior. The patient was redirected to a healthcare provider and physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-07-13. It was reported the patient had not used the device in a while, so they went to check the device and that was when they experienced the tingling (B)(6) 2018. The patient assumed that an electrode or wire came loose, which might have caused the problem. The tingling was described as a mild electrocution. The patient clarified that this wasn¿t a shocking sensation, just an abnormal feeling. The device was turned off and that time and the patient hadn¿t turned it back on. The issue had not been resolved yet, as the patient was in process of finding an hcp. No further complications were reported/anticipated.